Event description:
On 11/10/2008, the patient reported that in 2008, he received an e10 (cartridge error) alarm on his insulin infusion device when he tried to prime his infusion set. He stated he tried to clear the error several times by completing the cartridge change but was unsuccessful. He stated he then switched to his backup infusion device. The patient stated he changed the battery 1-2 days prior to the incident and he used a standard, non-heavy duty battery. To troubleshoot, the patient was instructed to insert a new battery and try to complete the cartridge change process. No e10 error was received but several times during the process the infusion device would freeze and then return to the stop screen. The device was slow to respond to holding the check button and when a self-test was attempted, the device immediately went to the stop screen. The patient tried to prime his infusion set and the device again went to stop. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.